Event description:
It was reported that a patient presented with their pacemaker (pm) in backup mode. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
Additional information received notes that the pacemaker (pm) went into backup mode and had poor telemetry.